Event description:
It was reported that during a percutaneous coronary intervention procedure, a dissection occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous proximal left anterior descending (lad) artery and was in-stent restenosis of a 30/3.0mm non-bsc stent. The 3.50x10mm flextome monorail cutting balloon was inflated to 9atm on the 1st inflation and to 10atm on the 2nd inflation. During the 2nd inflation, leakage was noted. After deflation of the cutting balloon, a dissection was noted at the mid to distal part where stent was implanted. A 24/3.0mm promus element stent was implanted and the procedure was completed. No further patient complications were reported and the patients status is good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a dissection occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous proximal left anterior descending (lad) artery and was in-stent restenosis of a 30/3.0mm non-bsc stent. The 3.50x10mm flextome monorail cutting balloon was inflated to 9atm on the 1st inflation and to 10atm on the 2nd inflation. During the 2nd inflation, leakage was noted. After deflation of the cutting balloon, a dissection was noted at the mid to distal part where stent was implanted. A 24/3.0mm promus element stent was implanted and the procedure was completed. No further patient complications were reported and the patients status is good.

Manufacturer narrative:
Device evaluated by MFR: the returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic examination identified a pinhole 4.5mm distal from the proximal edge of the blade. All blades were present and fully bonded to the balloon surface. A kink was noted in the distal extrusion at 26.6cm proximal to the tip. This kink is consistent with excessive force having been applied to the shaft. The tip of the device was visually and microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).